Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. Customer stated that buttons did not react. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 customer alleged the pump having charging battery anomaly, unresponsive button. Unit received with all keypad/button unresponsive. No unlocked j2/lcd keypad connector noted. Unable to perform the stop (idle) current and run current measurement tests, off no power test, self-test, and displacement test or pump history download using thds due to unresponsive button. Pump was cut and open found moisture/damage on the lcd board and mother board during visual inspection. Swapping out test interface boards confirms charging battery anomaly, unresponsive button is isolated to lcd board and mother board. Unit had cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. In conclusion, unit had charging battery anomaly, unresponsive button due to moisture damage electronic assembly confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.